Event description:
Customer reported intermittent video problems on the tower monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and connected the fluoro video directly to the tower monitor. System operates as intended. (B) (4).